Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall adapter and non-tandem usb cable. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using an alternate wall adapter.